Manufacturer narrative:
Further information was requested, but not received yet.

Event description:
It was reported that the patient presented to an implant procedure. Prior to the procedure, difficulties loading the leadless pacemaker with the delivery catheter were noted. Once the device was successfully loaded and docked, the implant was attempted. During the procedure, the leadless pacemaker prematurely separated from the delivery catheter while performing a deflection test after fixation. The device remained implanted with acceptable parameters. The delivery catheter was then examined and noted to have the tethers misaligned. There were no patient consequences.